Manufacturer narrative:
(B)(4). The insulin pump received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, insulin pump was received with normal operating currents and passed self-test, rewind test, displacement test, prime, compromised force sensor system test and excessive no delivery test . No unexpected low battery alarm anomalies noted. Pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, stained end cap sticker, stained address, serial number label and cracked reservoir tube lip. The test infusion set and reservoir does not lock into place.

Event description:
Information received by medtronic stated that the insulin pump had unexplained no delivery alarms and the battery occasionally lasts less than a week. No harm was required during medical intervention. The insulin pump will not be returned for analysis.